Event description:
Device received in the device analysis lab without rga. Follow-up findings: "leaking port". More details will be researched by the surgeon's office and reported to allergan upon receipt.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument, consisted with surgical damage to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to the portion of the lap-band system returned. Performance tests indicate no leakage at the access port or access port tubing. There is no other info available at this time from the surgeon to determine the cause of the alleged event. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."